Event description:
The customer alleges that their dash monitor failed to alarm. No patient death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
See scanned page.